Event description:
The reporter stated prior to loading an aq2003v silicone three piece lens, the technician noted that one haptic appeared to be bent. The lens was not loaded or used and there was no patient contact. The reporter stated they felt the lens was received that way and was defective.

Manufacturer narrative:
(B) (4). Lens work order search. Results: visual inspection of the returned product found one haptic bent and torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).